Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump black box showed an unacknowledged 162 loss of prime warning leading to a low battery warning. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap was not returned. No moisture/corrosion was observed in the battery compartment. A test battery cap secured properly to the pump with no power loss observed. During testing, current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the pump interior. The complaint of a battery life issue was not duplicated during investigation. The pump cover was removed and no loose components were found inside the pump. There was internal moisture found on the transceiver board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.